Manufacturer narrative:
A specific root cause was not identified. Based on the available data, a possible root cause is likely related to a pre-analytical issue. The customer stated that their qc has since been acceptable and they are having no further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a discrepant high result for 1 patient tested for nh3l ammonia on a cobas 6000 c (501) module. The initial ammonia result was 388 ¿mol/l. The initial result was released outside of the laboratory, but was questioned by someone in the emergency room. The sample was rerun and an ammonia result of 30.8 ¿mol/l was obtained. The customer tested the sample on another analyzer and an ammonia result of 33.9 ¿mol/l was obtained. The repeat results were deemed to be correct. There was no adverse event. The ammonia reagent lot was 18258101 with an expiration date of 31-mar-2018. The customer stated that the sample was slightly hemolytic. The field engineering specialist was unable to find a cause of the error. He checked multiple mechanical components and found basically everything to be acceptable. The only noted issue he found was a cell rinse nozzle that was sticking a little. He removed and cleaned the cell rinse nozzle. He performed precision testing which was acceptable. The customer also ran qc which was acceptable.